Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission, device encountered a switch reset. Upon review of device session records, presence of reset was confirmed and no patient notification was delivered, however it is unclear if a notification should be sent or not. Patient was brought into clinic and a device firmware download was successfully completed. Patient was stable and will continue to be monitored normally.